Event description:
Case date: (B)(6) 2014. Post op case films indicate screws both intact. Post op follow up 4 weeks later: films taken indicate one of her screws @ c7 is broken.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.